Event description:
It was reported that a infusor lv2 stopped flowing. This occurred during patient infusion. Ther reporter stated that approximately 20 to 30 ml of the unknown solution remained in the bladder. There was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. However, the flow restrictor was not returned with the device; therefore, flow rate testing could not be performed to confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.